Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain, unspecified urinary problems, recurrence, dyspareunia, blood loss, white and red blood cells/mucous/bacteria in urine, escherichia coli (bacterial infection), elevated white blood cells, increased red blood cell/hemoglobin/hematocrit levels, kelbsiella pneumoniae and non-surgical interventions.